Event description:
It was reported during a greenlight photo selective vaporization of the prostate (pvp) for bening prostatic hyperplasia (bph), the pedal was getting stuck. The procedure was completed with the original device without patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of footswitch damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported during a greenlight photo selective vaporization of the prostate (pvp) for bening prostatic hyperplasia (bph), the pedal was getting stuck. The procedure was completed with the original device without patient complications.